Event description:
Vaginal delivery with median episiotomy vacuum assist in 2003. In 2003 newborn right sided clonic seizures and left sided ionic seizures. Newborn transferred to another hosp with neonatal intensive care unit. Receiving hosp reported that newborn had skull fracture and epidural hematoma.